Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a review of all risk management documents for the product family of the device involved in this complaint (pen needle: bent cannula), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported the bd ultra fine¿ nano¿ pen needle was unable to deliver insulin. There was no report of patient impact. The following information was provided by the initial reporter: no insulin flow when taking injection.